Event description:
The cardiologist was attempting to explant pacemaker generator and pacing leads. Using the laser removal system, he attempted to snare the right atrial lead, but encountered significant calcification of the lead tract. The decision was made to abandon the right atrial lead, so the doctor attempted to remove the laser system. The device would not unlock despite multiple attempts. Since the lead could not be removed and the locking stylet would not unlock from the lead, the end of the stylet had to be cut off and left inside the patient, attached to the right atrial lead.